Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the intellivue mp70 did not alarm. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The field service engineer (fse) went onsite and filed a patient incident report with philips. The photos and logs were taken for escalation. When the provided logs and photos were provided for escalation, the product support engineer (pse) advised there was not sufficient information to complete the investigation. The customer was asked for additional information to complete the investigation but advised that they did not want to pursue the issue any further and requested the case be closed. Through the fse's testing and their own testing, the issue could not be replicated. The devices passed functional checks and alarm as intended. The customer sees this issue as resolved. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported the intellivue mp70 did not alarm. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.